Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with redness and infection underneath sensor pod area, which occurred the same day the sensor had been inserted in the arm. The patient consulted a healthcare provider, and the reaction was treated with a prescription of an oral antibiotic (cephalexin). At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.